Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and found that the sensor or sensor pod were not received. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).